Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent extrapharyngeal-anterolateral procedure at c5-6 and c6-7. At the 84-month postoperative visit for the study, the patient complained of pain at night in the neck on the left that radiated over the left shoulder and down into upper arm, possibly some weakness, no numbness. An MRI was ordered, but the patient never had it done. The outcome at that time was considered pending. At the 120-month postoperative visit for the study (done on (B)(6) 2017), the subject had not had any ad ditional treatment for the event. The site reported that the subject 's pain in neck on the left side that radiated over the left shoulder and down upper arm was resolved ¿a couple of weeks after the 84-month postoperative visit¿. The site commented on the case report form completed for the 120-month postoperative visit that x-rays done at the 84 month postoperative visit ((B)(6) 2014) of the arthroplasty showed ¿proper placement. There was limited movement in flexion and extension at c5-c6. The c7-t1 facets are mildly arthritic¿. An MRI was ordered at the 120-month postoperative visit. The outcome for this event was considered permanent disability or condition.